Event description:
The customer contacted beckman coulter to report that synchron cx5 delta clinical system generated increased chloride (cl) and potassium (k) results, and decreased sodium (na) and carbon dioxide (co2) results. The results were reported out of the laboratory. When the issue was noticed, samples were repeated and five (5) reports were amended. Based on provided data, it shows that the differences in results for four (4) of the amended reports were within the assay precision claims and not erroneous. Only one (1) sample tested on "(B)(6) 20134" exceeded the cl precision claims. The originally reported cl result was 116 mmol/l, and it was amended to 124 mmol/l. Samples tested on (B)(6) 2013 and (B)(6) 2013 were not erroneous. Although the customer stated that na and co2 results were running low, and that k was running high, but did not repeat or amend na, k or co2 results. Cl quality control (qc) prior to the (B)(6) 2013 event was elevated, but still within laboratory established range (which was wide). Cl qc run immediately after the reruns was even higher, but still within laboratory established ranges. Na qc on (B)(6) 2013 was near the laboratory's established mean, but showed imprecision on subsequent days (still within the laboratory's wide ranges). The customer did not provide k or co2 qc data. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The customer stated that they had changed the chloride (cl) electrode and carbon dioxide (co2) membrane, but it did not resolve the issue. Beckman coulter field service engineer (fse) was dispatched to the customer site. Per the fse notes, the customer changed the cl and sodium (na) reference electrodes. The fse cleaned the flowcell and other ion selective electrode sections of the instrument. The fse also replaced the na measuring electrode and both co2 electrodes. The fse verified the instrument's performance. Failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event.